Event description:
Patient presented to the physician with an opened chest incision. Physician brought the patient into the operating room, observed that the ipg and sensing lead were loose, re-anchored the components, flushed the pocket, and re-sutured the ipg and sense lead. Patient presented back to the physician with opened chest incision and potential infection. Physician brought the patient into the or and removed the entire inspire system.